Event description:
The external pulse generator was returned to the manufacturer for device advisory correction. It was tested, analyzed and subsequently tested out of specification and is now reportable.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the lower/upper cases and two side bail covers were broken. The lead flex cover was contaminated.